Event description:
It was reported by the hcp that the pt developed redness and drainage of the lead track organism was unk. The pt was treated with oral and IV antibiotics and the infection is reported as having resolved.